Event description:
It was reported that (2) devices were used during a laparoscopic appendectomy. It was reported by the rep that the tsw35 instrument would not fire on 2nd firing. Another instrument was used to complete the case. There was no consequence to the pt.